Event description:
A customer site reported waste fluid had overflowed from the waste carboy on a benchmark xt instrument onto the floor without an alarm. No one was injured and pt care was not affected. The field service engineer evaluated the upgraded waste sensor and found the tube to be broken from mishandling preventing the sensor from functioning properly. The fse (field service engineer) installed a newer designed waste sensor which has the tube counter sunk preventing lateral movement which prevents the customer from breaking the tube if mishandled. While there is always a possibility that a slip and fall event due to a fluid spill could result in death or serious injury, all evidence indicates that the possibility of death or serious injury is remote.

Manufacturer narrative:
The most probable cause for the broken tube is the customer mishandling the waste sensor. This is a known issue and a newer designed waste sensor has been installed on the instrument to prevent this from happening in the future. Because of this remote possibility of injury resulting from a slip and fall event caused by waste fluid overflow, the firm is in the process of implementing an improved waste sensor design as a replacement to the current sensor. This new waste sensor design should eliminate the observe failure mode. The waste system on this instrument was upgraded with the new sensor design on 05/10/07. Complete field implementation of the new sensor design to be completed by 2007/10/31. The newer waste sensor design was introduced to the manufacturing floor on 2007/02/08. A final report will be sent pending the completion of the field implementation of the new waste sensor.